Event description:
Spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2018: summons received: ess305 changed to ess205. New reporter were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic pain ('pelvic pain/pain'), genital haemorrhage ('heavy bleeding') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 36-year-old female patient who had essure (ess205) (batch no. 509800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia and cholecystectomy. Previously administered products included for birth control: mirena in 2003. Concurrent conditions included light-headed, weakness generalised, chills, nausea, syncope, dizzy, loss of energy, malaise, spotting vaginal, uti, bleeding menstrual heavy, feeling unwell, heart rate high, presyncope, neck pain, palpitations, multigravida, parity 3, shortness of breath, bladder infection, thrombosis, back pain, anxiety, uterine bleeding, headache, tachycardia, uterine leiomyoma and endometrial biopsy. Concomitant products included clarithromycin (macrobid), estrogens conjugated (premarin), ibuprofen, iron, medroxyprogesterone acetate (provera), tranexamic acid and tranexamic acid (lysteda). On (B)(6) 2006, the patient had essure (ess205) inserted. In march 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain lower ("pain lower abdominal area"). In may 2017, the patient experienced fatigue ("fatigue"). In august 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In october 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with blood transfusion and surgery (salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral removal of fallopian tubes) & d & c). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, abdominal pain, dyspareunia and fatigue outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she was scheduled to have an endometrial ablation on 16-oct-17 with physician. Discrepancy noted in essure removal details: on (B)(6) 2017 had fallopian tubes removed & she states that in october on the 25th, she had a dilatation and curettage. On (B)(6) 2018 she underwent total laparoscopic hysterectomy and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: (as per pfs): result: total bilateral occlusion. (As per mr): result: essure devices in appropriate position with bilateral tubal occlusion.. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: fatigue, blood transfusion, vaginal bleeding, abdominal pain, dysmenorrhea, pelvic pain, menorrhagia. Batch number: 509800 manufacture date: 2006-03 expiration date:2008-02 . Batch number: 509800 manufacture date: 2006-03 expiration date:2008-02 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-sep-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic pain ('pelvic pain/pain'), genital haemorrhage ('heavy bleeding/gen. Abnormal. Bleeding') and menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding),') in a 36-year-old female patient who had essure (ess205) (batch no. 509800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia and cholecystectomy. Previously administered products included for birth control: mirena in 2003. Concurrent conditions included light-headed, weakness generalised, chills, nausea, syncope, dizzy, loss of energy, malaise, spotting vaginal, uti, bleeding menstrual heavy, feeling unwell, heart rate high, presyncope, neck pain, palpitations, multigravida, parity 3, shortness of breath, bladder infection, thrombosis, back pain, anxiety, uterine bleeding, headache, tachycardia, uterine leiomyoma and endometrial biopsy. Concomitant products included clarithromycin (macrobid), estrogens conjugated (premarin), ibuprofen, iron, medroxyprogesterone acetate (provera), tranexamic acid and tranexamic acid (lysteda). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain lower ("pain lower abdominal area"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017 , the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with blood transfusion and surgery (salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral removal of fallopian tubes) & d & c). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, abdominal pain, fatigue, vaginal discharge and vaginal infection outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she was scheduled to have an endometrial ablation on 16-oct-17 with physician. Discrepancy noted in essure removal details: on (B)(6) 2017 had fallopian tubes removed & she states that in october on the 25th, she had a dilatation and curettage and as per current pfs she did not removed essure. On (B)(6) 2018 she underwent total laparoscopic hysterectomy and cystoscopy. Discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done. Date(s) of removal: (B)(6) 2018 salping (bilateral) (as written per pfs, please note discrepancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: (as per pfs): result: total bilateral occlusion. (As per mr): result: essure devices in appropriate position with bilateral tubal occlusion.. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: fatigue, blood transfusion, vaginal bleeding, abdominal pain, dysmenorrhea, pelvic pain, menorrhagia. Batch number: 509800, manufacture date: 2006-03, expiration date:2008-02. Batch number: 509800, manufacture date: 2006-03, expiration date:2008-02 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2019: pfs received: event dyspareunia outcome updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic pain ('pelvic pain/pain'), genital haemorrhage ('heavy bleeding') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 36-year-old female patient who had essure (ess205) (batch no. 509800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia and cholecystectomy. Previously administered products included for birth control: mirena in 2003. Concurrent conditions included light-headed, weakness generalised, chills, nausea, syncope, dizzy, loss of energy, malaise, spotting vaginal, uti, bleeding menstrual heavy, feeling unwell, heart rate high, presyncope, neck pain, palpitations, gravida ii, parity 3, shortness of breath, bladder infection, clot blood, back pain, anxiety, uterine bleeding, headache, tachycardia, uterine leiomyoma and endometrial biopsy. Concomitant products included clarithromycin (macrobid), estrogens conjugated (premarin), ibuprofen, iron, medroxyprogesterone acetate (provera), tranexamic acid and tranexamic acid (lysteda). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain lower ("pain lower abdominal area"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with blood transfusion and surgery (salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral removal of fallopian tubes) & d & c). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, abdominal pain, dyspareunia and fatigue outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she was scheduled to have an endometrial ablation on 16-oct-17 with physician. Discrepancy noted in essure removal details: on (B)(6) 2017 had fallopian tubes removed & she states that in october on the 25th, she had a dilatation and curettage. On (B)(6) 2018 she underwent total laparoscopic hysterectomy and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: (as per pfs): result: total bilateral occlusion. (As per mr): result: essure devices in appropriate position with bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: fatigue, blood transfusion, vaginal bleeding, abdominal pain, dysmenorrhea, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr was received. Lot number was added. New events abnormal bleeding (vaginal, menorrhagia), device breakage, dysmenorrhea, dyspareunia, fatigue, blood transfusion, lower abdominal pain were added. New reporters were added. Patient demographic was added. Concomitant and historical conditions were added. Concomitant and historical drugs were added. Event onset dates were added. Lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic pain ('pelvic pain/pain'), genital haemorrhage ('heavy bleeding/gen. Abnormal. Bleeding') and menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding),') in a 36-year-old female patient who had essure (ess205) (batch no. 509800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia and cholecystectomy. Previously administered products included for birth control: mirena in 2003. Concurrent conditions included light-headed, weakness generalised, chills, nausea, syncope, dizzy, loss of energy, malaise, spotting vaginal, uti, bleeding menstrual heavy, feeling unwell, heart rate high, presyncope, neck pain, palpitations, multigravida, parity 3, shortness of breath, bladder infection, thrombosis, back pain, anxiety, uterine bleeding, headache, tachycardia, uterine leiomyoma and endometrial biopsy. Concomitant products included clarithromycin (macrobid), estrogens conjugated (premarin), ibuprofen, iron, medroxyprogesterone acetate (provera), tranexamic acid and tranexamic acid (lysteda). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain lower ("pain lower abdominal area"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with blood transfusion and surgery (salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral removal of fallopian tubes) & d & c). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, abdominal pain, dyspareunia, fatigue, vaginal discharge and vaginal infection outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she was scheduled to have an endometrial ablation on (B)(6) 2017 with physician. Discrepancy noted in essure removal details: on (B)(6) 2017 had fallopian tubes removed & she states that in (B)(6), she had a dilatation and curettage and as per current pfs she did not removed essure. On (B)(6) 2018 she underwent total laparoscopic hysterectomy and cystoscopy. Discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: (as per pfs): result: total bilateral occlusion. (As per mr): result: essure devices in appropriate position with bilateral tubal occlusion.. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: fatigue, blood transfusion, vaginal bleeding, abdominal pain, dysmenorrhea, pelvic pain, menorrhagia. Batch number: 509800 manufacture date: 2006-03 expiration date:2008-02. Batch number: 509800 manufacture date: 2006-03 expiration date:2008-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- new events vaginal infection, vaginal discharge were added. New reporter were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic pain ('pelvic pain/pain'), genital haemorrhage ('heavy bleeding') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 36-year-old female patient who had essure (ess205) (batch no. 509800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia and cholecystectomy. Previously administered products included for birth control: mirena in 2003. Concurrent conditions included light-headed, weakness generalised, chills, nausea, syncope, dizzy, loss of energy, malaise, spotting vaginal, uti, bleeding menstrual heavy, feeling unwell, heart rate high, presyncope, neck pain, palpitations, multigravida, parity 3, shortness of breath, bladder infection, thrombosis, back pain, anxiety, uterine bleeding, headache, tachycardia, uterine leiomyoma and endometrial biopsy. Concomitant products included clarithromycin (macrobid), estrogens conjugated (premarin), ibuprofen, iron, medroxyprogesterone acetate (provera), tranexamic acid and tranexamic acid (lysteda). On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain lower ("pain lower abdominal area"). In (B)(6)2017, the patient experienced fatigue ("fatigue"). In (B)(6)2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with blood transfusion and surgery (salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral removal of fallopian tubes) & d & c). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the device breakage, genital haemorrhage, abdominal pain, dyspareunia and fatigue outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she was scheduled to have an endometrial ablation on (B)(6)17 with physician. Discrepancy noted in essure removal details: on (B)(6)2017 had fallopian tubes removed & she states that in (B)(6), she had a dilatation and curettage. On (B)(6)2018 she underwent total laparoscopic hysterectomy and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2006: (as per pfs): result: total bilateral occlusion. (As per mr): result: essure devices in appropriate position with bilateral tubal occlusion.. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: fatigue, blood transfusion, vaginal bleeding, abdominal pain, dysmenorrhea, pelvic pain, menorrhagia. Batch number: 509800, manufacture date: 2006-03, expiration date:2008-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2019: quality-safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.